Event description:
It was reported the intellivue x3 displays a speaker malfunction inop error message and does not emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The device was sent to bench repair for analysis and repair. A philips bench repair technician (brt) determined the speaker was defective and needed to be replaced. The device was operational again after the speaker was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.